Event description:
It was reported that the catheter balloon was difficult to deflate on the 5th day after the placement. Since the reason for removal of the catheter was urine did not get drained from the catheter. Only a few ml of water was removed through pumping. Although the valve and the catheter shaft were cut in turn but the water removal was failed. Eventually the catheter was pulled out of the patient with the balloon inflated. There were no missing pieces of the balloon. It was also stated that the female patient had no bladder stones or other diseases. It was noted that there was a little bleeding and no additional intervention was required.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The sample was evaluated and observed a heavy salt accumulation along the drainage lumen of the catheter which caused the inflation lumen to collapse and difficult to remove issue. The balloon was inflated with 10 ml of water using normal fill technique and the balloon was unable to inflate due to blockage at the balloon sac. The catheter was dissected and found that there was a heavy salt accumulation which caused the catheter too difficult to remove. The device did not meet the specifications. A potential root cause for this failure mode could be collapse lumen due to a thin rubberize or heavy salt accumulation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 5th day after placement. As the urine did not drained the catheter removal was attempted. Only a few ml of water was removed by pumping. Although the valve and the catheter shaft were cut in turn, the water removal was failed. Eventually, the catheter was pulled out of the patient with the balloon inflated. There were no missing pieces of the balloon. Stated that the female patient had no bladder stones or other diseases. There was a little bleeding, but no additional intervention was required.